Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After gaining transeptal access, 8,000 units of heparin was administered. Following successful deployment of the closure device a thrombus was observed on the wds connection wire. The thrombus was successfully aspirated through the was and removed from the patient. The closure device was evaluated for release criteria and the procedure was completed. The patient fully recovered and was discharged the same day.